Event description:
The dealer stated that the joystick of the spj plus power chair was getting hot to the touch and eventually caused the chair to stop functioning. Dealer replaced the joystick and the power wheelchair is functioning. No injury was reported.

Manufacturer narrative:
(B)(4) has not been initiated for this issue. Model tdxsi-2, serial number/date code (B)(4) is approximately four month old. The owner's manual part number 1154294 rev. H (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.